Event description:
Related manufacturer report number: 3006705815-2022-16332. It was reported that the ipg failed to establish communication with external devices and the anchor position was causing pain to the patient. The ipg was deemed inoperable and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the anchor was repositioned on (B)(6) 2022. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.